Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer stated that they had their pump clipped to their shorts while playing basketball prior to the alarm. The customer's mother stated that they already have a new pump but the reservoirs do not fit. The customer was sent the appropriate size reservoirs. No further information was provided.